Event description:
It was reported when using the bd vacutainer® one use holder there was difficult to eject needle from holder/ needle stays blocked askew. The following information was provided by the initial reporter. The customer stated: "I had a problem with a gold top this morning. It was stuck inside the barrel. I called for help so I didn't have to pull the needle out of the patient. It was definitely stuck in there. We were worried the top of the tube was going to come off. I used a butterfly next just in case it was the whole tray but haven't had a problem since."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-06-07. H6: investigation summary: bd received 10 samples and no photos from the customer in support of this complaint. A visual examination of samples was performed and did not reveal any defects. Additionally, 10 retention samples from the bd inventory along with the customer provided samples were functionally tested and results did not produce any tubes getting stuck in the device. The holder performed to product requirements. And the customer's indicated failure mode of holder failure was not observed. Bd was unable to duplicate or confirm the customer¿s indicated failure mode from the samples provided. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® one use holder there was difficult to eject needle from holder/ needle stays blocked askew. The following information was provided by the initial reporter. The customer stated: "I had a problem with a gold top this morning. It was stuck inside the barrel. I called for help so I didn't have to pull the needle out of the patient. It was definitely stuck in there. We were worried the top of the tube was going to come off. I used a butterfly next just in case it was the whole tray but haven't had a problem since."